Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, based on event description user have over inflate the balloon and cause the balloon burst. This complaint was user related issue. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the doctor overfilled the 20fr 5cc foley catheter balloon to 95ml during a dilation and curettage procedure, causing the balloon to rupture. The patient had a piece of the ruptured balloon inside the uterus until an ultrasound revealed its presence and it was removed three years later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor overfilled the 20fr 5cc foley catheter balloon to 95ml during a dilation and curettage procedure, causing the balloon to rupture. The patient had a piece of the ruptured balloon inside the uterus until an ultrasound revealed its presence and it was removed three years later.